Manufacturer narrative:
It was reported that the ventilator failed multiple tests during pre-use check. Our field service has investigated the reported ventilator on site. The pressure transducer printed circuit board (pcb) has been replaced to resolve the issue, and sent back for investigation. The provided logs confirm the reported issue. Readout from eeprom data of received pressure sensor show an error with memory status on pcb. During our investigation, a pre-use check has been performed, and it failed with internal leakage, pressure transducer and safety valve tests. During the ventilation it alarmed for safety valve tests failed, paw high, peep low, expiratory minute volume low, respiratory rate high and checking tubing. The zero pressure voltage has been measured, and it showed a major deviation inside the sensor. Trace of liquid substance on back side of investigated part was noticed during visual inspection. No further inspection is needed as ingress of liquid substances can lead to short-circuit and/or corrosion of the affected components and may lead to ventilator malfunction. A previous investigation on similar problem concluded that the liquid contamination had the same substances that is used in cleaning agents. Excessive use of cleaning detergents may lead to the reported issue.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the ventilator failed multiple tests during pre-use check that included the internal leakage test with a message 'pressure transducer difference 5 cmh2o' among others. There was no patient involvement. Manufacturer's ref. #: (B)(4).